Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6), attached) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. This report is for the third device/patient. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that three k-file m access separated in three patients; the separated piece was not retrieved in any of the patients.

Manufacturer narrative:
Among the assorted files returned by the customer, only one file 015 was found broken at the tip of the active part (mixed conditions torque + fatigue). We however noted that the second file 015, and so one file 020 and two files 025 are untwisted in the active part (torque). No material defect was found during analysis of the rupture pattern or the damaged areas. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.